Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an inoperable graphical user interface (gui) display and was not able to pass the power on self test (post).the ventilator was not in use on a patient at the time the malfunction occurred.